Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the definitive clinical root cause of the reported pin breakage could not be determined. The retained non-implantable mis 3.2mm x 45mm rimmed pins sterile tips are comprised of stainless steel. These pins are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. The broken pin tips were left inside of the patient¿s bone. Therefore, the potential for micro-motion and/or migration is unlikely. Although, we cannot make conclusions on the impact of the non-implantable foreign body. It was reported the surgery was completed with a s+n back-up device without further injury. No further clinical/medical assessment is warranted at this time. Devices batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed devices, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. These are a single use devices, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during tka surgery, when extracting two (2) mis 3.2mm x 45mm rimmed pin sterile it was noticed that the tip broke off, pin tip remains in patient's bone, they were irretrievable. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No further injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference (B)(4).